Event description:
It was reported that the device was explanted and replaced due to high left ventricular (lv) lead outputs. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419478 lead, implanted: (B)(6) 2005; 5076-45 lead, implanted: (B)(6) 2005. (B)(4).